Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While performing the procedure,the wire was punctured through the side of the crosscath support catheter, approximately 3 cm from the tip of the catheter. The catheter was in a 180 degree bend. The physician was no longer able to guide the catheter so it was removed and replaced with another device to complete the procedure with no harm to the patient.